Manufacturer narrative:
Additional information: section d9 & h6. Investigation summary: the details provided were that the ¿balloon could not be dilated. V12 separated from the balloon and could be recovered.¿ no other details were provided from the complainant. The device in question was returned and evaluated, however only the stent was provided. The catheter was not provided. The stent was in very poor condition and was bent in multiple locations likely from snaring the stent. A portion of the stent appears to have been inflated slightly however one end was not opened at all. Without more detail surrounding the circumstances of the clinical procedure a root cause of the complaint cannot be defined. Based on the condition of the stent it would appear that the stent had not fully exited the introducer sheath when the attempted deployment of the stent was conducted. This cannot be confirmed without more details or fluoroscopic imaging from the case. Based on the information provided in the complaint, the review of the returned product and device history records review there is no evidence to conclude that the device was faulty or manufactured improperly. The investigation has confirmed that the stent had not deployed and that based on the condition of the returned stent, the stent had to be retrieved with snaring device. A definitive root cause for the inability to fully deploy the stent can not be determined since the balloon catheter used to attempt expansion was not returned. Based on the condition of the returned stent it is possible that the stent was not clear of the introducer sheath prior to attempting to deploy the stent. The partial deployment on one end of the stent could have led to the stent coming off the balloon which would lead to the need to retrieve the device. However, this cannot be confirmed without more detail or fluoroscopic images from the case. In this regard the root cause is impossible to define. The IFU provides adequate instructions and warnings for proper use of the device a review of the device history records shows that this lot of catheters passed all quality and performance requirements and there were no non-conformances during the process of manufacturing related to the complaint. A review of the complaint trending did not identify any excursions for the reported defect of ¿difficult or unable to deploy stent/occlusion, embolism or additional intervention required¿ during the month of complaint occurrence. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The investigation has concluded that the product in question was conforming to the manufacturing specifications and performance requirements.

Event description:
N/a.

Manufacturer narrative:
Corrected information: b1, b2, h1, h6, & h10. Additional information: a2, a3, a4, b5, d10, revised investigation summary: the details provided were that the ¿balloon could not be dilated. V12 separated from the balloon and could be recovered.¿ new details of the complaint were received requiring the complaint to be reopened after being closed. The specific details regarding the complaint are as follows, the procedure was a quadruple endovascular aneurysm repair utilizing a fenestrated endograft of unknown origin. The manufacturer of the endograft was not provided. The advanta v12 had been attempted to be delivered to the left renal artery via access through the left subclavian artery. The details do mention that once the device had been delivered to the left renal artery the device had either been repositioned or attempted to be withdrawn back into the sheath. The reason for this action was not provided. The details also suggest that the balloon was attempted to be pressurized in an attempt to deploy the stent in the left renal artery the stent unfolded proximally, the rest remained on the balloon without opening, the balloon shows a hole with the contrast media draining into the renal artery. This description provided by the user suggests the balloon ruptured upon deployment. It is not clear based on the provided details what pressure was achieved while attempting to deploy the stent. The nominal inflation pressure for this balloon expandable stent per the label is 8atm. The device in question was returned and evaluated, however only the stent was provided. The catheter was not provided. The stent was in very poor condition and was bent in multiple locations likely from snaring the stent. A portion of the stent appears to have been inflated slightly however one end was not opened at all. Because the balloon catheter was not provided and no images of the balloon either from after the case or fluoroscopic images during the procedure the complaint cannot be confirmed. The investigation has confirmed that the stent had not deployed and that based on the condition of the returned stent, the stent had to be retrieved with snaring device. Although the root cause is undeterminable there is a possibility that the distal balloon cone came in contact with a fixation barb of the endograft as the approach to the left renal artery was from the left subclavian artery that would have been coming down from above the endograft. The fixation barbs of many endograft manufactures are extremely sharp and would very easily puncture the distal cone of the stent delivery system balloon if contact with a barb was made. A review of the device history records shows that this lot of catheters passed all quality and performance requirements and there were no non-conformances during the process of manufacturing related to the complaint. A review of the complaint trending did not identify any excursions for the reported defect of ¿balloon leak or burst during procedure/occlusion, embolism or additional intervention required¿ during the month of complaint occurrence. Complaint history review identified 6 similar complaints were identified where balloons could not be properly inflated to deploy stents. Of those 6 complaints, only one was confirmed as a nonconforming device, for which a CAPA request was opened. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The IFU provides adequate instructions and warnings for proper use of the device.

Event description:
Additional information: during a quadruple bevar procedure targeting the left renal artery via the subclavian artery, the v12 stent reportedly could not be dilated. The stent unfolded proximally, however the rest of the stent remained on the balloon carrier without opening. The balloon reportedly showed a hole with contrast medium draining into the renal artery. The stent separated from the balloon and was recovered. The procedure was completed using a 6mmx59mmx120cm advanta v12 stent. The procedure was extended 3 hours due to the issue.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Balloon could not be dilated. V12 separated from the balloon and could be recovered.